Event description:
It was reported that a patient received a questionable result when testing with coaguchek vantus meter serial number (B)(4). A sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.3 inr. Within 4 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 3.2 inr. Based on the laboratory value, the patient's warfarin was reduced by 1 mg. For one day. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.

Manufacturer narrative:
The customer's meter was requested for investigation and a replacement product was sent to the customer. There were no more test strips remaining to provide for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation: the occupation is patient/consumer.